Event description:
A patient reported their meter caused them harm due to the anxiety from meter not working properly. Patient meter allegedly failed the calibration test with the checkstrip. The result on their meter was 70 and "not ok". There were no other tests or comparisions. Patient not treated. No further information has been reported.